Event description:
It was reported when using the bd pyxis¿ es server, patient was showing discharged but was admitted. Discharge date was before the admission date. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was showing discharge on the system, but the patient was admitted. A technical support specialist investigated a patient discharge issue on the pyxisesapp server. The discharge and admit dates were out of sequence, and the patient appeared as discharged. Ran cast patient queries and found inconsistencies, including a blank discharge date and an update status in the event tab. The "reverse discharge" option was not enabled, preventing manual readmission. The tss advised the customer via email to coordinate with their adt team, as csc agents are not authorized to modify admission or discharge dates. The customer later confirmed the patient was discharged and that system changes were made to prevent future issues. The system functioned as intended after the technical support specialist troubleshot the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.